Event description:
Edwards received notification that this valve model 3300tfx27mm implanted in the aortic position was explanted after an implant duration of 8 years and 9 months due to calcified thickened leaflets leading to severe stenosis (mean gradient 48 mmhg, peak 76 mmhg). A 11500a23mm valve was implanted in replacement. The explanted device was noted as available for return. "The implant date is known only as "2013". Therefore, (B)(6) 2013 is being used to calculate the minimum implant duration."

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Customer report of calcification and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated commissure 2 appeared bent outward; heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect and 1mm at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 2 had a 10mm tear near commissure 2 and a 7mm tear near commissure 3. Leaflet 3 had a 7mm tear near commissure 3. Calcification was evident at the tears. Sewing ring was cut off around the valve on the inflow aspect and exposed the wireform. Fragments of the cut off sewing ring was not returned with valve. Wireform was also exposed on commissures 2 and 3 and around leaflets 2 and 3 on the outflow aspect.

Manufacturer narrative:
Evaluation summary: customer report of calcification and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated commissure 2 appeared bent outward; heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect and 1mm at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 2 had a 10mm tear near commissure 2 and a 7mm tear near commissure 3. Leaflet 3 had a 7mm tear near commissure 3. Calcification was evident at the tears. Sewing ring was cut off around the valve on the inflow aspect and exposed the wireform. Fragments of the cut off sewing ring was not returned with valve. Wireform was also exposed on commissures 2 and 3 and around leaflets 2 and 3 on the outflow aspect. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valves hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed to this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Customer report of calcification and stenosis were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated commissure 2 appeared bent outward; heavy calcification on all three leaflets. Extrinsic calcific deposits were observed on the surfaces of all three leaflets on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 1 at the inflow aspect and 1mm at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 2 had a 10mm tear near commissure 2 and a 7mm tear near commissure 3. Leaflet 3 had a 7mm tear near commissure 3. Calcification was evident at the tears. Sewing ring was cut off around the valve on the inflow aspect and exposed the wireform. Fragments of the cut off sewing ring was not returned with valve. Wireform was also exposed on commissures 2 and 3 and around leaflets 2 and 3 on the outflow aspect.

Event description:
Edwards received notification that this valve model 3300tfx27mm implanted in the aortic position was explanted after an implant duration of 8 years and 9 months due to calcified thickened leaflets leading to severe stenosis (mean gradient 48 mmhg, peak 76 mmhg). A 11500a23mm valve was implanted in replacement. The explanted device was noted as available for return. "The implant date is known only as "2013". Therefore, (B)(6) 2013 is being used to calculate the minimum implant duration."